Event description:
Atn implanted in 2008. Patient was revised to address failure of the atn nail. The femoral head collapsed and rotated round the lag screw, so the nail was revised. Patient subsequently died the following month.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.